Manufacturer narrative:
G4:25nov2020. B4:29nov2020. The manufacturer¿s technical services (ts) confirmed the reported issue. Recommended ordering and replacing the v60 power switch overlay. After numerous attempts to obtain information on the repair of this device, this complaint is being closed. If further information is obtained, this complaint will be reopened. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. There was no part returned to failure investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17aug2020.

Event description:
The customer reported error alarm (light emitting diode) led failure. There was no patient involvement.